Manufacturer narrative:
New information was received, the event occurred before laser fired, hence the complaint is not qualifying for reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received, the event occurred before laser fired, hence the complaint is not qualifying for reportable event.

Event description:
A non-health care professional reported suction loss in the unknown eye of a patient during lasik surgery with the unknown timing. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).